Event description:
During a clinic follow-up, an impedance anomaly was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislodgement of the ra lead. The physician alleges a malfunction on the ra lead. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that a high pacing impedance was observed on the right atrial (ra) lead.

Manufacturer narrative:
The reported events were lead dislodgement and high pacing lead impedance. As received, a complete lead was returned in two pieces with the helix found extended and clogged with blood/tissue. After cleaning and cutting the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The reported event of high pacing lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.